Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. Customer noted a reading was ¿low¿ but no actual readings were reported and it is unknown on what device the ¿low¿ reading was obtained on. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor fell off while she was sleeping. She further reported she was using the libre as part of a trial and on an unspecified date at 3:30 am it detached during sleep. Customer believed her blood sugar was ¿really low¿ so paramedics were called. It was also noted customer experienced a loss of consciousness. Upon arrival, the paramedics treated customer for low blood sugar with jam and a cup of tea. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc freestyle libre sensor fell off while she was sleeping. She further reported she was using the libre as part of a trial and on an unspecified date at 3:30 am it detached during sleep. Customer believed her blood sugar was ¿really low¿ so paramedics were called. It was also noted customer experienced a loss of consciousness. Upon arrival, the paramedics treated customer for low blood sugar with jam and a cup of tea. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.